Event description:
Pt developed a severe pain, headaches and decreased motion. Pt developed allergies to the device materials. Pt had bone distraction and foreign body reactions. She had a bone scan and spect scan with radioactive dye injected to check for increased activity. The results showed that she had markedly increased joint activity in the tmj region (the right side greater than the left). It was also found that she had a bone fragment in the glenoid fossa area on the right tmj. She had surgery on 7/30/94 and had bilateral tmj arthroplasty and it was found that she had foreign body debridement of the tmj joints. They had to remove the right tmj and replace it with a new one. (Also see 1008980 - 1008984).